Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 103 mg/dl, 393 mg/dl and 402 mg/dl which was treated with insulin pump. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that insulin pump had external ram crc error and unexpected restart alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and it did pass. The troubleshooting was performed and customer also stated that they did received another unexpected restart alarm after battery change. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.